Manufacturer narrative:
Further investigation was not possible as the customer material was not returned. A specific root cause could not be determined. All test strips lots that were released in the last three months fulfilled the release criteria at that point of time. Relevant retention strips of all test strip lots currently on the market are being re-tested in comparison with the master lot coaguchek xs pt test strip lot every three months after release testing. The obtained results showed a maximum difference of 0.2 inr between retention samples and master lot for inr values = 2.0 inr, and 10% for inr values = 2.0 inr. No error messages occurred. Retention samples were inconspicuous and retention material complied with specification.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable result for one patient from coaguchek xs pro meter serial number (B)(4). The first result at 19:29 was 3.1 inr. An error was received during this test. The result did not match the patient's condition. The second result at 20:02 was 1.3 inr. The third result at 20:08 was 1.3 inr. There was no allegation of an adverse event. The patient did not have a therapeutic range. The testing was performed for the patient to receive thrombolytic alteplase 6 mg as part of the protocol for a cerebrovascular accident. The suspect meter and strips were requested to be returned for further investigation.